Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. The patient was undergoing coiling treatment for an unruptured amorphous aneurysm located in downward position of left internal carotid (ic)-paraclinoid, measuring 5.25mmx3.8mm. The vessel was observed severely tortuous. Prior to the event, the non-medtronic distal access catheter(dac) and non-medtronic balloon were delivered simultaneously from the 8fr road master. The non-medtronic microcatheter was inserted into the dac and the aneurysm was approached using the guidewire. The balloon was placed near the neck of the aneurysm without inflating and an axium prime successfully implanted in the aneurysm. Then the physician attempted to deliver the second axium prime (the reported device). The physician felt the microcatheter slightly kick back and a considerable amount of resistance was felt in the pushwire. The coil was able to be pushed out to the second marker of the microcatheter to match the reverse t, but it would not detach with the instant detacher even though the slider of the instant detacher was retracted. The manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) was attempted, but without success. The pushwire was manipulated by pushing and pulling for a few millimeters in the microcatheter and it finally detached on the third try. The physician noted that a similar event occurred approximately six months ago at the facility when resistance was encountered during delivery. There was not any patient injury reported.